Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with gentamicin (intraperitoneal, dose, frequency and duration not reported) and vancomycin (intraperitoneal, dose, frequency and duration not reported). On an unknown date, treatment with gentamycin and vancomycin were stopped. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.